Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump powered off after the patient went swimming. There was reportedly moisture visible behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/17/2013 with the following findings: the pump history was reviewed and there was no evidence of reboot conditions or power on resets. The pump was found to be cracked near the display, and moisture was evident behind the display lens. During testing, the pump powered on with a multi-colored display due to internal moisture damage. Further testing of the pump could not be performed due to internal moisture damage. The pump was opened and moisture damage was observed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.